Event description:
It was reported to medtronic minimed that the customer observed that damage on the pump. The customer reported no adverse event. The event involved product mmt-1810. Troubleshooting was performed, and instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer discontinued the use of the pump and revert to a backup plan per healthcare professional instructions. The product mmt-1810 was returned for analysis.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. No pump rattling anomaly noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched display window cover, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, scratched keypad overlay, pillowing keypad overlay and stained keypad overlay. Pump received with flashing white display. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to flashing white display. Unable to download history files and traces using thump due to flashing white display. Pump was cut open to perform visual inspection and found cracked lcd glass. No loose/broken off components noted on the electronic assembly. No damage noted on the motor or force sensor. Cosmetic damage (pump rattling anomaly) was not confirmed; however, other cosmetic damage was noted during analysis. Display anomaly-flashing white display confirmed during analysis due to cracked lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.